Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "that made the implant of silicone prosthesis inspira trf 180. Occurs that started to present discomfort, hardening and pain in the breasts." "Patient sought the physician and was informed that should immediately remove the prosthesis" healthcare professional reported ""hypothyroidism¿, ¿fibroids¿, ¿a macroadenoma¿, and ¿insomnia¿ "depression" ¿vision problems¿ and ¿dry mouth and eyes" "reactional hyperplasia of 1 intramammary lymph node¿, ¿fibrous capsule with foci of granulomatous inflammatory process of the silicone foreign body type and moderate lymphoplasmacytic infiltrate¿ "foci of edema" this is for the left side device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "discomfort, hardening and pain in the breasts", baker grade unspecified.

Event description:
Patient reported experiencing "discomfort, hardening and pain in the breasts", "went to the doctor and was told" they "should immediately remove the prosthesis". A baker grade was not provided. This is for the left side device. The device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported "presence of a few hypoechogenic oval images with echogenic central hilum, whose sonographic aspect is commonly related to inflammatory reaction lymph nodes, with measurements ranging from 12 x 4 mm to 25 x 6 mm and located in axillary regions" via ultrasound. Patient reports that spent 5 years treating hypothyroidism, fibroids, depression, vision problems, even had 4 corneal transplants, surgery to remove a macroadenoma, insomnia, dry mouth and eyes (not device related). Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Legal representative additionally reported "rupture," "suspicion of asia syndrome," "local adhesion," and "announced recall." The event of "suspicion of asia syndrome" is not device related.